Event description:
The customer was hospitalized for high bgs. The time on the pump was incorrect. The alarm history shows an alarm. It was indicated that the customer refused to complete the troubleshooting. The customer mentioned that they have a lot of scar tissue. The customer currently is in the hospital on insulin drip. Explained to the customer that they may be using inappropriate set for body type. A replacement pump was requested.